Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from a coaguchek inrange meter. The serial number was requested but was not provided. The result from the meter was 6.2 inr. The result from the hospital laboratory was 3.67 inr. The laboratory method was not known. The result from the meter was 6.2 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The serial number of the meter was (B)(4) and the strip lot used was 345221-11. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: vial #1: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. Vial #2: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.